Event description:
It was reported that during a pulmonary vein isolation, a faradrive steerable sheath (clear) was selected for use. During the procedure, after the right superior pulmonary vein isolation was performed, air was drawn from the valve. The catheter was inside the sheath when air was retracted following right superior pulmonary vein isolation. The sheath was filled with blood, and contamination was noted from the valve or port side. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation, a faradrive steerable sheath (clear) was selected for use. During the procedure, after the right superior pulmonary vein isolation was performed, air was drawn from the valve. The catheter was inside the sheath when air was retracted following right superior pulmonary vein isolation. The sheath was filled with blood, and contamination was noted from the valve or port side. The sheath was replaced, and procedure was completed without patient complications. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the shaft of the sheath towards the distal tip. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported air ingress event was confirmed.